Event description:
Cook spectrum antibiotic coated triple lumen catheter inserted via subclavian. Excellent blood return all lumens. All lumens flushed easily. Approx 20 minutes after placement, central lumen was clotted off. Line changed over guide wire.